Event description:
The wrong patient information was programmed into the patient's pump when it was implanted; the physician's office was planning to correct it. The pump was delivering baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).